Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. This incident occurred during surgery. Since the foreign particles felt in to eye, and it may leads to tissue damage to the eye, this complaint is concluded as reportable. Investigation could not reveal the root cause, due to not receiving the faulty article. Therefore this complaint is closed. All information has been disclosed.

Event description:
A report has been received of an event that occurred in (B)(6). "We received a complaint concerning phaco tips " two small metallic ""paillette"" fell from the tip in to the eye. No consequence for the patient, the surgeon aspirated it. There is no further information. No sample was returned.